Event description:
A customer reported that their insulin cartridge leaked multiple times over a two-week period, with the leaks occurring at the o-ring. There was no adverse impact on their blood glucose level, as it did not exceed 500 mg/dl. The customer successfully resumed insulin therapy by changing the cartridge, and a pump replacement was approved and shipped to them. The customer was advised on proper procedures for loading the cartridge and returning the faulty pump, which they understood and acknowledged.